Manufacturer narrative:
Customer provided results for heterophilic ab testing: (B)(6). Siemens healthcare diagnostics is investigating. MDR 1219913-2019-00049 (for test results on (B)(6) 2019) was filed for the same event.

Event description:
A falsely high patient sample result of >450 u/ml was obtained on (B)(6) 2019 using advia centaur xp br (ca 27.29) assay with reagent lot 047234 and calibrator lot cg40. The customer repeated testing of the sample with x10 and x20 automatic onboard dilutions and obtained over-dilution errors and repeated with a manual dilution, at 1:5 which resulted at 34.5 u/ml. Repeat testing was performed on (B)(6) 2019 resulting in an additional high neat result and over-dilution error. The sample was later run on the same day on a different advia centaur and resulted at 7.24 u/ml without over-dilution errors. False high results were not reported to the physician. There was no report of adverse health consequences due to the high patient result.

Manufacturer narrative:
The following mdrs were filed on (B)(6) 2019 reporting falsely high results with the br (ca 27.29) assay on the advia centaur xp; MDR 1219913-2019-00046 (for test results on (B)(6) 2019) and MDR 1219913-2019-00049 (for test results on (B)(6) 2019). (B)(6) 2019 - additional information: customer service engineer (cse) inspected instruments and no issues were identified. The customer performed a post-service precision study using qc on both instruments and results were acceptable per customer response (no results provided). Siemens investigation is complete. Based on the information provided, siemens is unable to rule out a sample specific issue. No product problem has been identified. The customer is operational. MDR 1219913-2019-00049 supplemental report 1 (for test results on (B)(6) 2019) was filed for the same event.